Manufacturer narrative:
(B)(6) 2015 03:19 pm (gmt-4:00) added by (B)(6)((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped sealing/cutting after only completing a few tributaries. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). A lot history record review was completed for lots 25116475, 25116562 and 25117075 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped sealing/cutting after only completing a few tributaries. A replacement device was used to complete the procedure. The hospital did not report any patient effects.